Event description:
False negative result (s). There is a bad batch circulating. Multiple brands show positive, thus brand is showing negative and it's the white box not the blue box that's been recalled.